Event description:
Initial information for this serious unsolicited report (local reference number (B)(4)) was reported by a dermatologist on (B)(6) 2012 with additional information received on (B)(6) 2012 in the form of a pharmaceutical technical complaint (ptc) regarding poly-l-lactic acid (sculptra) ((B)(4)). This case involves a (B)(6) female pt who received treatment with infusion of one vial of poly-l-lactic acid (sculptra) on cheeks on (B)(6) 2012 for cosmetic therapy and before 30 minutes had pasted, she started experiencing vision abnormal on her left eye since (B)(6) 2012. It was changed to visual impairment so she was hospitalized on (B)(6) 2012 and also had medical treatment in other two hospitals. The pt had not recovered yet. The pt received poly-l-lactic acid since 2009 and had no adverse events. It was reported that the dermatologist in this case had considerable experience with the poly-l-lactic acid infusion. No medical history or concomitant medications were provided. Corrective treatment: unknown. Action taken: none. Outcome: not recovered.

Manufacturer narrative:
Ptc investigation results provided as following: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(4) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the events reported have been picked out. The verified batches were: batch a0035, batch a0036, batch a0037, batch a0038, batch a0039, batch a1040, batch a1041, batch a1042, batch a1043, batch a1044, batch a1045, batch a1d48, batch a1046, batch a1048, batch a2050, batch a2051, batch a2052, batch a2053, batch a2054, batch a2055, batch a2056 and batch a2057. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since anagni is not responsible for medical evaluations, we reserve to close this complaint as "no conclusion possible". Conclusion: no investigation possible.